Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address pain, a little corrosion on trunnion.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/5/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs alleged metallosis, limited motion and pain. Pfs reported attorney information that has been added. The medical records reported the patient had some clunking issues in 2014 that resolved and also some short lived grinding issues in 2014 that resolved. These will not be reported since they are resolved. The medical records reported the cobalt level to be 3.5 with normal high being 0.9 and chromium level to be 5.6 with normal high of 2.1 and the patient to be asymptomatic of metallosis. The cobalt chromium levels are less than 7 parts per billion and will not be reported. The revision surgical note reported metal stained tissue, mild corrosion of the femoral neck and that the right leg had been a few mm longer than left prior to revision. There was no report of loosening/dislocation, or osteolysis as alleged in litigation. The stem was revised to gain exposure to the acetabulum. There is no new additional information that would affect the investigation. The complaint was updated on: oct 28, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.